Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿a complication of pacemaker lead extraction: pulmonary embolization of an electrode fragment.¿ doi:10.1093/europace/euq065. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's&#62688;implanted lead and device. The article indicated that during the procedure to remove the pacemaker and lead due to pocket infection, the ventricular lead fractured, and a fragment of the lead remained in the "intravascular path" and had "migrated" to the base of the right lung. The author indicated that the fragment "appeared" to be stabilized and the decision was made to leave the fragment in place. A new lead and device were implanted. Additional information was received which indicated that the lead had not been damaged during the removal. There were no patient complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.